Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a highest blood glucose (bg) of 330 mg/dl. Bg was corrected with continued ilet dosing. No medical intervention was required, and no long-term health effects were reported.